Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose of 38 mg/dl. He treated with food and it went up to 162 mg/dl. The customer was calling for assistance with the transmitter. The customer stated that the transmitter was not blinking when connected to the sensor. During troubleshooting, the customer found that he was using the old transmitter which was not holding charge. The customer would charge the new one and call back if further problems occur.